Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. The housing was removed, and no damage was observed at the backend. Ligation clip was successfully installed on the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed twice and passed. The instrument was fully functional. There was no problem detected. A review of the device logs for the medium-large clip applier (part# 470327-12/ lot/serial# n10210215-0046) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 via system serial# (B)(4). There were 29 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or procedure video of the event was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. It was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the blood vessel could not be clipped normally, and the medium-large clip applier was moving non-intuitively. The issue was resolved with a backup medium-large clip applier. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use without any issues. The blood vessel could not be clipped properly. The grips of the clip applier swayed sideways during clipping attempt. The issue was persistent. The non-intuitive motion issue occurred after the clip was attached. The issue occurred with the same instrument on the same system arm. The customer did not change the drape. The patient did not experience any complication during and after the procedure.